Event description:
A tandem mobi cartridge alarm was reported by the caller. The reported blood glucose level remained below 500 mg/dl, indicating it was within a normal range. Technical support instructed the caller to remove the cartridge and deliver a bolus, which was completed successfully. The caller was able to reload the original cartridge and resume insulin therapy, resolving the issue.